Event description:
It was reported that during an embolization treatment procedure, a pusher wire break occurred. The patient was undergoing treatment of the severely tortuous hypogastric artery. An idc 18 8mmx20cm coil encountered resistance while advancing in a renegade catheter and became stuck. The physician pulled the idc coil out of the catheter and removed the renegade catheter and found a piece of the pusher wire had broken off inside the renegade catheter. The renegade catheter was flushed and the broken pusher wire was removed. The procedure was completed with a different interlock system. There were no patient complications reported and the patient's status is unspecified.

Event description:
It was reported that during an embolization treatment procedure, a pusher wire break occurred. The patient was undergoing treatment of the severely tortuous hypogastric artery. An idc 18 8 mm x 20 cm coil encountered resistance while advancing in a renegade catheter and became stuck. The physician pulled the idc coil out of the catheter and removed the renegade catheter and found a piece of the pusher wire had broken off inside the renegade catheter. The renegade catheter was flushed and the broken pusher wire was removed. The procedure was completed with a different interlock system. There were no patient complications reported and the patient's status is unspecified.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. If device analysis is completed and operational context root cause. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a dispenser coil, introducer sheath, pusher wire and coil were returned. The introducer sheath, coil and pusher wire were returned inside the dispenser coil. The pusher wire was removed from the dispenser coil. The pusher wire was inspected and there was a slight bend at the proximal end of the pusher wire, no other anomaly was noted. The introducer sheath was removed from the dispenser coil and found to be an fidc introducer sheath. The introducer sheath was inspected, dried blood was present but no other anomaly noted. The twist lock had been fully opened. The coil was removed from the dispenser coil. The coil was inspected. Blood was present on the fiber bundles and the middle of the coil was kinked. Microscopic inspection revealed the zap tip shape and surface was smooth. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusherwire ss coil was inspected and no anomaly was noted. Dimensional inspection found the fidc coil was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user error as flush was not maintained during the procedure. The dfu instructs the user to begin continuous flush before introducing the coil into the microcatheter. (B)(4).